Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus epidermidis) was misidentified as staphylococcus aureus. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: additional information was provided by the customer indicating that no patient results were affected. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The previous MFR report #1119779-2026-00060 should be considered cancelled.